Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure started experiencing severe sharp pain (interpreted as pelvic pain) and abnormal heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy and salpingectomy approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe sharp pain/pain"), uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), device breakage ("device breakage"), embedded device ("essure coil identified in the most peripheral aspect of uterine tissue at the fundus, towards the right cornu, firmly embedded"), genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)") and visual impairment ("vision/eye problems") in a 38-year-old female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced erythema ("redness"), pruritus ("itching") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion medically significant), abdominal pain lower ("constant cramping"), dysgeusia ("metallic taste/metallic taste in mouth"), hormone level abnormal ("hormonal changes"), memory impairment ("forgetfulness"), uterine pain ("uterine pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full)) and surgery (lasik eye surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device breakage, embedded device, genital haemorrhage, abdominal pain lower, dysmenorrhoea, erythema, pruritus, alopecia, dysgeusia, dental caries, hormone level abnormal, depression, anxiety, memory impairment, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, irritable bowel syndrome, gastrooesophageal reflux disease, migraine, headache, uterine pain and back pain outcome was unknown and the visual impairment had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, migraine, nausea, pelvic pain, pruritus, uterine pain, uterine perforation, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received : the event "essure coil identified in the most peripheral aspect of uterine tissue at the fundus, towards the right cornu,firmly embedded added. Patient and reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe sharp pain/pain"), uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)") in a female patient who had essure (batch no. 898927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced erythema ("redness"), pruritus ("itching") and alopecia ("hair loss"). In november 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("constant cramping"), dysgeusia ("metallic taste/metallic taste in mouth"), hormone level abnormal ("hormonal changes"), memory impairment ("forgetfulness"), visual impairment ("vision/eye problems"), uterine pain ("uterine pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full)) and surgery (lasik eye surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device breakage, genital haemorrhage, abdominal pain lower, dysmenorrhoea, erythema, pruritus, alopecia, dysgeusia, dental caries, hormone level abnormal, depression, anxiety, memory impairment, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, irritable bowel syndrome, gastrooesophageal reflux disease, migraine, headache, uterine pain and back pain outcome was unknown and the visual impairment had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, memory impairment, migraine, nausea, pelvic pain, pruritus, uterine pain, uterine perforation, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Pfs received: new events added- migration of essure device location of device: uterus/perforation (uterus), hormonal changes, depression, anxiety, forgetfulness, migration of essure device location of device: uterus/perforation (uterus), nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), , vaginal discharge, vision/eye problems, fatigue, perforation (uterus), weight gain, weight loss, ibs, acid reflux, back pain and uterine pain. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe sharp pain/pain"), uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), device breakage ("device breakage"), embedded device ("essure coil identified in the most peripheral aspect of uterine tissue at the fundus, towards the right cornu, firmly embedded"), genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)") and visual impairment ("vision/eye problems") in a 38-year-old female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included visual disturbances. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines") and headache ("headaches"). In october 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In january 2014, the patient experienced erythema ("redness"), pruritus ("itching") and alopecia ("hair loss"). In november 2014, the patient experienced vaginal discharge ("vaginal discharge"). In april 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In june 2015, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In october 2015, the patient experienced dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion medically significant), abdominal pain lower ("constant cramping"), dysgeusia ("metallic taste/metallic taste in mouth"), hormone level abnormal ("hormonal changes"), memory impairment ("forgetfulness"), uterine pain ("uterine pain"), back pain ("back pain"), asthenia ("no energy"), loss of libido ("no sex drive"), mood swings ("mood swing"), dry skin ("horrible dry skin"), feeling abnormal ("brain fog"), adnexa uteri pain ("pain in my sides ( where I am assuming my tubes are)"), emotional disorder ("feeling emotional") and anger ("feeling angry"). The patient was treated with surgery (hysterectomy (full)), surgery (hysterectomy (full)), surgery (hysterectomy (full)), surgery (hysterectomy (full) - uterus hysterectomy) and surgery (lasik eye surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the uterine perforation, device breakage, embedded device, abdominal pain lower, dysmenorrhoea, erythema, pruritus, alopecia, dysgeusia, dental caries, hormone level abnormal, depression, anxiety, memory impairment, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, irritable bowel syndrome, gastrooesophageal reflux disease, migraine, uterine pain, back pain, adnexa uteri pain, emotional disorder and anger outcome was unknown and the visual impairment, headache, asthenia, loss of libido, mood swings, dry skin and feeling abnormal had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anger, anxiety, asthenia, back pain, dental caries, depression, device breakage, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, erythema, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, loss of libido, memory impairment, migraine, mood swings, nausea, pelvic pain, pruritus, uterine pain, uterine perforation, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on 5-sep-2012: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media: asthenia, loss of libido, mood swings, dry skin, feeling abnormal, adnexa uteri pain, emotional disorder, anger quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe sharp pain/pain"), uterine perforation ("migration of essure device location of device: uterus/perforation (uterus)"), device breakage ("device breakage"), embedded device ("essure coil identified in the most peripheral aspect of uterine tissue at the fundus, towards the right cornu, firmly embedded"), genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)") and visual impairment ("vision/eye problems") in a 38-year-old female patient who had essure (batch no. 898927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included visual disturbances. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced erythema ("redness"), pruritus ("itching") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced dental caries ("tooth decay/dental problems"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstruation/dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion medically significant), abdominal pain lower ("constant cramping"), dysgeusia ("metallic taste/metallic taste in mouth"), hormone level abnormal ("hormonal changes"), memory impairment ("forgetfulness"), uterine pain ("uterine pain"), back pain ("back pain"), asthenia ("no energy"), loss of libido ("no sex drive"), mood swings ("mood swing"), dry skin ("horrible dry skin"), feeling abnormal ("brain fog"), adnexa uteri pain ("pain in my sides ( where I am assuming my tubes are)"), emotional disorder ("feeling emotional") and anger ("feeling angry"). The patient was treated with surgery (hysterectomy (full)), surgery (hysterectomy (full)), surgery (hysterectomy (full)), surgery (hysterectomy (full) - uterus hysterectomy) and surgery (lasik eye surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the uterine perforation, device breakage, embedded device, abdominal pain lower, dysmenorrhoea, erythema, pruritus, alopecia, dysgeusia, dental caries, hormone level abnormal, depression, anxiety, memory impairment, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, irritable bowel syndrome, gastrooesophageal reflux disease, migraine, uterine pain, back pain, adnexa uteri pain, emotional disorder and anger outcome was unknown and the visual impairment, headache, asthenia, loss of libido, mood swings, dry skin and feeling abnormal had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anger, anxiety, asthenia, back pain, dental caries, depression, device breakage, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, erythema, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, loss of libido, memory impairment, migraine, mood swings, nausea, pelvic pain, pruritus, uterine pain, uterine perforation, vaginal discharge, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. "Concerning the injuries reported in this case, the following one was reported via social media: asthenia, loss of libido, mood swings, dry skin, feeling abnormal, adnexa uteri pain, emotional disorder, anger. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post received. Events asthenia, loss of libido, mood swings, dry skin, feeling abnormal, adnexa uteri pain, emotional disorder, anger are added. Patient & reporter information updated. On 8-jun-2018: plaintiff fact sheet received. Historical condition added. Processed with fu 06. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent sterilization. Shortly after procedure, consumer started experiencing constant cramping, abnormal heavy bleeding, painful menstruation, severe sharp pain, redness, itching, hair loss, metallic taste and tooth decay. On (B)(6) 2015, total hysterectomy and salpingectomy were performed as a definitive solution to her complications. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure started experiencing severe sharp pain (interpreted as pelvic pain) and abnormal heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy and salpingectomy approximately 3 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.